Event description:
It was reported that a bio-console 560 instrument experienced issues with the battery not charging prior to use. The green light on the unit was flashing, and it would not hold a charge after being plugged in for multiple days. The use of the instrument was unspecified. The event occurred during setup, and no patient was present.  The customer planned to replace the batteries to address the problem and declined a service call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.